Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: full lead (B) (4) it was noted the inner tubing was kinked/buckled throughout, distal and defib conductor was distorted.

Event description:
It was reported that during the implant procedure, several attempts to position the lead in the right ventricle were made; however, the mechanism became hard to turn and the stylet would not come out. Therefore the device was not implanted. No patient complications have been reported as a result of this event.